Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump was self rebooting. No further information was available. Animas has made multiple attempts to follow up with the patient without success. This report is made based on the allegation that the insulin pump was self-rebooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows no evidence of power on resets dates from (B)(4) 2012. The battery compartment was found to be cracked from the threads to case seal. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A test cap was used to completed investigation. The pump was exercised for 24 hours with test battery cap with no power loss issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.